Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-stent filtration device did not release from the delivery system properly during implant. Additional information was requested.

Manufacturer narrative:
A customer reported "shunt unable to be released properly, could not be implanted in a patient's eye". The sample investigation may be summarized as follows: the eds wire was pressed down, however, it protruded from the cannula opening. The shunt was sent in a separate plastic bag. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There have been no other complaints for the lot. All products pass 100% final inspection at manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined as the eds trigger was pressed down which led to the eds wire to be partially pulled in at the cannula opening. The complaint cannot be confirmed. (B)(4).